Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. The distal tip was damaged. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the distal edge of the markerband was revealed. There was scratches in the balloon to the right of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the marker band that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via side of right anterior tibial artery (ata) utilizing a anterograde approach. The 100% stenosed, chronic total occlusion target lesion was located in a moderately tortuous and severely calcified right anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, on the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via side of right anterior tibial artery (ata) utilizing a anterograde approach. The 100% stenosed, chronic total occlusion target lesion was located in a moderately tortuous and severely calcified right anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, on the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status was good.